Event description:
Reporter alleged blood glucose measured 40 mg/dl at 12:30 pm, 114 & 192 mg/dl at 2:35 pm, and 268 mg/dl at 2:39 pm. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.